Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported having occasional trouble tracking during laser treatment. Additional information received states the surgeon had difficulty with tracking over the last couple of months. There was not negative patient impact.

Manufacturer narrative:
During the onsite visit, the fse (field service engineer) verified tracker and alignment, was not able to confirm customer reported event, and found no problem. The fse successfully completed system verification to specification. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).